Event description:
It was reported that during the routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a power failure alarm after the device was turned on. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in site name : (B)(6). Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.